Event description:
An 8f angio-seal sts plus was used for a femoral arteriotomy closure procedure. A pre-deployment angiogram had revealed bifurcation of the superficial femoral artery (sfa) and that the profunda femoris artery was punctured. The vessel diameter was 6mm and a 9f sheath was used. Upon deployment of the device, the collagen sponge was visible above the skin level. The collagen sponge was pushed down several times with the tamper tube. It was not possible to hold tension on the suture, and it was cut 5 cm above the skin level. Hemostasis was not achieved. Manual pressure was applied for 30-60 minutes to achieve hemostasis. On the following day, a diagnostic ultrasound revealed a decreased blood flow to the lower extremity. Surgery was performed later that day, and the anchor, the collagen and the suture were removed from the blood vessel. The blood flow in the sfa was restored.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) precaution that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal device instruction for use (IFU) instructs the user once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage.